Event description:
The mother reported that there had been a few times when his son was not getting his insulin, and he did not recall the insulin pump alarmed no delivery, which caused his blood glucose to rise. The customer was in the school at the time and troubleshooting could not be performed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.